Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, and the legal manufacturer's final investigation. The device was evaluated damage was observed in the area where microorganisms were detected. The following defects were noted: a scratch on the suction cylinder, a wrinkle 10mm from glue on the connecting tube, a defect on the moth piece, wear and tear on the channel unit and a scratch on the distal end of the device. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that reprocessing was insufficient due to physical damage to the equipment. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - chapter 6 compatible reprocessing methods and chemical agents - chapter 7 cleaning, disinfection, and sterilization procedures   olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for 1 colony forming units (cfus) of moisissure (paecilomyces sp). The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for 24 colony forming units (cfus) of coagulase-negative staphylococci. It was determined that this microbial detection was within the range of conformity (5 - 25 cfu¿s). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel, suction channel, and the forceps elevator wire channel (raised and lowered three times). The customer uses anios detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios detergent and brushes the instrument channel, suction cylinder, instrument channel port, balloon channel and the pumps. The customer uses maj-1888 single use soft cleaning brushes. The customer confirmed that this device passed the leak test. It was not specified if the scope was manually disinfected. For automated endoscope reprocessor (aer) treatment, an olympus dt4 machine is used with anios detergent and anios salvanios (disinfectant). The scope is dried using an air medical and is stored in a simple storage cabinet. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was controlled. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.